Manufacturer narrative:
The following information has been updated: medical device manufacturer: becton dickinson medical systems. Manufacturing location: becton dickinson medical systems. PMA/510(k) #: k980987.

Event description:
It was reported that 2 syringe 3ml ll 200 s/c experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no: 309657, batch no: unknown. Event description per attached email states: description of issue: contact reported that syringes used for filling cartridges, which are included in infusion set package, were problematic and leaked where the plunger's rubber seal met syringe sides. Number of occurrences: 2 did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 4. Item number: choose one: 3 ml syringe 309657. Product lot number: contact unable to provide. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No injury reported. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Note: product category: needle/syringe issue.

Event description:
It was reported that 2 syringe 3ml ll 200 s/c experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no: 309657. Batch no: unknown. Event description per attached email states: 1. Description of issue: contact reported that syringes used for filling cartridges, which are included in infusion set package, were problematic and leaked where the plunger's rubber seal met syringe sides. 2. Number of occurrences: 2. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 4. Item number . Choose one: 3 ml syringe ¿ 309657. 5. Product lot number: contact unable to provide . 6. For bd product only, are samples available for investigation? No. 7. Did issue cause any injury? If yes, what type of injury? No injury reported 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Note: product category = needle/syringe issue.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
PMA/510(k)#: without knowing the manufacturing location, the PMA/510(k)# could be either k980987 or k151766. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 syringe 3ml ll 200 s/c experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: material no: 309657 batch no: unknown. Event description per email states: description of issue: contact reported that syringes used for filling cartridges, which are included in infusion set package, were problematic and leaked where the plunger's rubber seal met syringe sides. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. Item number choose one: 3 ml syringe ¿ 309657. Product lot number: contact unable to provide. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No injury reported. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Note: product category = needle/syringe issue.